Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. The customer reported that during pressure setting changes in vent mode, the test lung would keep inflating and eventually ruptured. Device does not exhale. The issue occurred during testing, therefore no patient was involved. Review of the event log shows repeated high pressure settings up to 67 cmh2o, multiple high pressure (5019), volume limitation (4085), loss of peep (4001), and disconnection alarms prior to the event, consistent with impaired exhalation. The log also documents an ¿expiratory valve calibration failed¿ event and ¿expiratory valve calibration needed¿ alarm (3006), followed by successful recalibration after service intervention. Intermittent internal communication and gcp-related invisible technical faults were present, though not persistent. Functional testing in service mode focused on inspiratory/expiratory valve checks and calibration, with normalization of parameters after replacement of the expiratory valve assembly and safety block valve. Based on logfile evidence and correction, the most probable root cause is mechanical malfunction or obstruction of the expiratory valve assembly, preventing proper exhalation and leading to pressure buildup. The issue was resolved following component replacement, and the device was returned to service.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4) investigation onging.

Event description:
Hamilton medical ag received the following event description: the device does not exhale. No patient was involved. The issue occurred during testing.